Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the escape and act buttons. No button error alarm noted. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 124 mg/dl at time of reporting. Nothing further reported.